Event description:
Claimant, through counsel, alleges that he was implanted with cartiva in his left first mtp joint on (B)(6) 2017 and had to have the implant surgically removed on (B)(6) 2025.

Manufacturer narrative:
The information in this report was provided by stryker legal affairs department. No additional information is available currently due to the ongoing litigation. The device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided on a supplemental report.